Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and after the procedure the surgeon noticed the flaps were thin in both eyes with opaque bubble layer superiorly. There was difficulty with dissection in both flaps and the left flap tore. A bandage contact lens was applied to both eyes and topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of decrease in uncorrected visual acuity and expressed concern about cause and flap thickness. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/15 -6.75 x -1.75 x 153, left eye pre-op 20/15 -5.75 x -2.00 x 10.